Manufacturer narrative:
The therapy date for the following device is unknown: model: 3788, scs ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received two leads with the same lot number. It was reported the patient experienced ineffective stimulation for approximately three years. In addition, the ipg was inoperable (reference MFR. Report: 1627487-2017- 02920). The patient desires to have the entire scs system explanted. In turn, surgical intervention may be undertaken at a later date to address the issue.